Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set leaked. This occurred during patient infusion. It was stated that when the extension line disconnect, the hub portion was still intact in the pressure cap and the rest of the tubing fell to the ground. The nurse immediately clamped it, disconnected everything, sterilized the hub, and reinserted the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection verified the reported condition. The potential cause is lack of solvent on tail end machine during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.